Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 644 mg/dl. The was treated intravenously in the ICU with fluids of saline, insulin, sodium and potassium. The customer has been released with issue resolved and no permanent damage. Tandem technical support confirmed pump is operating properly with a systems check.